Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had received multiple, intermittent occlusion alarms. The customer's blood glucose (bg) levels were not impacted. No troubleshooting was performed for the occlusion alarms in the past, for the past occlusion alarms the customer was able to clear the alarms and resume insulin delivery. For the current occlusion alarm, the customer had observed insulin exiting the infusion set tubing and the customer changed their cartridge. No additional occlusion alarms occurred after the cartridge change. A system check was performed on the current supplies and the pump performed as intended.